Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event.

Event description:
Treatment of a frontal left avm. It was reported that during onyx injection, a leakage was noted at the proximal part of the catheter and onyx diffused into the left mca. It was reported the pt developed disartria and a disabled hand. Post mr, the pt experienced ischemic stroke in the left cortical opercular. Same event as MDR# 2029214-2009-00334.